Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-13. H6: investigation summary: a device history record review was completed for provided lot number 2102142. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this incident, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, a leak was observed through the plunger rod component. Through magnified inspection, the plunger rod lip component was found damaged. Damage to the plunger lip component can be produced during the handling of the product through the manufacturing facility or during the assembly process. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time; however, a quality process was initiated with the aim of reducing this type of issue. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd discardit¿ ii 20 ml syringe experienced leakage past the stopper. The following information was provided by the initial reporter: indeed, the piston is not waterproof. There is a leak here. The syringe contained propofol solution.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii 20 ml syringe experienced leakage past the stopper. The following information was provided by the initial reporter: indeed, the piston is not waterproof. There is a leak here. The syringe contained propofol solution.